Manufacturer narrative:
Visual and microscopic examination of the implant identified a portion of the implant inserter interface features broken off. Fracture surface examination identified rays emanating from the area of crack origination, consistent with brittle overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent l3-4-5 laminectomy and discectomy. During surgery, the cage broke when the decompression was completed. The physician removed the broken cage immediately and replaced to complete the surgery. Product came in contact with the patient. No fragments of the product remained in the patient. No patient complications were reported.